Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be exhibiting oversensed noise when the patient was checked in clinic. The oversensing resulted in pacing inhibition greater than 2 seconds, but the patient was asymptomatic. The noise could be reproduced with isometrics. A revision procedure was then scheduled. The rv lead was surgically abandoned and the existing implantable cardioverter defibrillator (ICD) was explanted. Both products were successfully replaced. The source of the noise was not determined. No additional adverse patient effects were reported.